Event description:
An ophthalmic surgeon reports during flap creation, the laser stopped. The surgeon used another pt interface and continued where the device stopped, with a good result. The surgeon declined to provide any other pt or device info.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).